Manufacturer narrative:
The reported field experience was confirmed. Analysis noted insulation abrasions at 11 cm, 30.9 cm, and 32 cm. The abrasions are consistent with that produced by friction with another device. The electrical characteristics of the lead were found to be normal.

Event description:
The lead was explanted due to insulation failure.